Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the cartridge noted that single use loading unit was partially applied. Additionally, the interlock was triggered and microscopic inspection of the knife blade displayed no damage. The reload was reset and loaded into a pmv instrument. The reload and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Results: incomplete stroke.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, the surgeon started to fire the device, but the handle became stiff and the firing stopped halfway. The device could not be fired anymore. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. The staple line was incomplete. The staple line was resected and re-stapled.